Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c55k.

Manufacturer narrative:
(B)(4). Investigation summary: one photo and video was provided. The picture shows the anvil of a device with the articulation cover damaged. The knife can be seen out of the anvil. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Upon visual inspection of video, the following was observed: the video shows the anvil of a device with a green reload loaded. The articulation cover was noted damaged and the knife can be seen protrude of the anvil. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. The psee60a device was returned with an unfired gst60g reload loaded in the channel. There were tears in the joint cover. The articulation joint would not lock in position. The end effector was open. Closing the clamping trigger would not close the jaws. As a result, the assembled device could not be fired. The shrouds were removed and the device was test fired. Upon firing, the knife bands protruded from the joint cover and retracted upon knife return. The distal knife did not advance distally. The device was disassembled. The knife bands were buckled and fractured just proximal to the knife guide. There was no damage to any articulation joint components or the yoke. The malfunctions of the articulation and closure mechanisms were a result of the fractured knife bands. There was no evidence on the anvil, knife or reload to suggest the device was fired into a hard object. The distal knife assembly moved freely in the channel. It is unknown what impeded the advancement of the knife causing the knife bands to buckle. All devices are fired out on the line as a part of the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: staff reported the device did not fire in patient, thought battery dead. Removed from patient turned battery around no power. Opened a new one. The circulator was able to get the stapler to fire but uncertain how. That is when the bands separated from the device.

Event description:
It was reported that during a vats the psee60a stapler malfunctioned/locked out. The staff was unable to troubleshoot, device was passed off the field and replaced with a new gun. Upon further inspection, damage was noticed on the articulation joint of the stapler. There were no patient consequences reported.